Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of pain medication for non- malignant pain/failed back surgery syndrome. The pt complained of increased pain and the hcp noted the reservoir volume remaining on refill was greater than expected. An x-ray rotor test showed the motor rotor was not moving. The catheter was also cut in two. The pt underwent explantation of the device and reimplantation of another synchromed pump and catheter in 2000.